Manufacturer narrative:
The screws were not returned for investigation and lot numbers were not available to review device history records. However, radiographs were provided, which showed locking caps disengaged and screws backed out at s1. The reported allegation of screws backing out post-operatively was confirmed. A root cause was unable to be determined as the screws were not able to be physically evaluated, there were no reported issues with surgical technique and it is unknown if the patient complied with post-operative warnings, all of which can contribute to post-operative loosening. Review of labeling notes: intra-operative warnings: if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors.

Event description:
On (B)(6) 2018, the patient underwent posterior spinal fusion from levels t10-s1 with deformity correction using the mariner pedicle screw system. The patient had subsequent follow-up appointments and radiographs were taken on (B)(6) 2018 and (B)(6) 2018. It was reported that instrumentation failure occurred at the l4-l5 and l5-s1 levels, as the mariner screws had disengaged. Revision surgery was performed on (B)(6) 2018 and included anterior lumbar interbody fusion of l5-s1, posterior spinal fusion of l4-5 and l5-s1, lumbar re-instrumentation of l4-5 and l5-s1 and a caudal extension of fixation to the pelvis. Additional radiographs were taken post-surgery on (B)(6) 2018 to monitor the patient's condition. At the time of contact, the patient was reported to be doing fine. No further patient information is available.